Event description:
Vague pump reported to be set at 45 ml/hr with an unknown amount and type of solution. After 9.5 hours, 700 mls were reportedly infused. No additional clinical info was able to be obtained. No pt injury resulted.